Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the reservoir chamber had broken off. She did not recall the blood glucose reading at the time of the event. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer declined to return the insulin pump for analysis.